Manufacturer narrative:
Additional information received on this case reported the physician commented that the final staple did appear to have some unusual fixation but inspected that and it appeared in good position without movement. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A heli-fx applier and endoanchors were used in the endovascular treatment of a type ia endoleak in a 50.8mm abdominal aortic aneurysm in the patient. It was reported that another manufacturers stent graft was implanted during the procedure. A total of 9 endoanchors were implanted between the main body and the proximal neck. It was noted that a fracture of the endoanchor had occurred approximately 1 year post the index procedure. No action was taken and the patient suffered no adverse events. The cause of the event is not determined. No additional clinical sequelae were reported and the patient is fine.